Event description:
Boston scientific received information that this right ventricular lead has displayed gradually increasing shock impedances that has recently reached levels greater than 125 ohms in all configurations. A follow up was scheduled for the near future and a chest x ray was ordered to investigate the issue. No further remedial action has been planned or taken at this time. No adverse patient effects were reported.

Event description:
Additional evidence was received that the high shock impedance levels detected during this event were not a lead issue, but in fact related to this pulse generator. No other information has been received about the event. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this device recorded ongoing high shock impedance levels, and was recently brought in for a follow-up. Although shock impedances in triad and rv coil to ra coil were both greater than 200 ohhs, the rv only shock impedance was 146 ohms. Despite numerous manipulations, no noise was noted on the lead or shock channels of the device, and a chest x-ray revealed no issues. No action was taken at the time of the follow-up. However, the patient was admitted to a hospital approximately two weeks later due to multiple shock for normal ventricular tachycardia (vt). The patient noted dizziness during the episode. No noise was once again not detected on the lead, and the shocks appeared appropriate and converted the tachycardia. However, it was noted during the shocks that persisting high shock impedances greater than 200 ohms were noted. No additional adverse patient effects or further action on the device or lead were reported.